Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window and with cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. After troubleshooting the customer was able to prime the tubing successfully. The screen was hard to read because it had many scratches. Customer's blood glucose level was 284 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.